Manufacturer narrative:
(B)(4). Incomplete_interrupted cycle. The analysis results showed that the device was received in good visual conditions and with a reload loaded in the device. The reload was a received loaded with only six staples, with the washer uncut and with the knife recess below the reload deck. The staples were noted to be protruding; this condition is consistent with the device being partially activated. As a result of the partial firing, the lockout was engaged when the device was reopened. Do not fire the instrument unless the closure trigger is properly latched against the handle. The firing trigger must be pulled back completely against the closure trigger to properly fire the instrument. In addition, if the firing sequence is not complete, you could deploy the staples without cutting the washer and forming the staples. Please reference instructions for use for additional information. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device opened and closed without any difficulties noted. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a rectum resection procedure on a patient with rectum cancer, the surgeon used the device to anastomose muscle, the muscularis mucosae and the submucosa. When the surgeon fired the device, the staples spilled out, and the handle could not be closed. Then the surgeon used hand sewing to make the fistula to complete the procedure. Now the patient is fine.